Event description:
It was reported to boston scientific corporation that a prefyx pre-pubic sling system was implanted during a procedure on (B)(6) 2007. According to the complaint, the patient experienced pain due to eroded mesh, and underwent additional treatments and procedures (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.